Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material was found inside the air/water tube (a/w-tube) and the air/water cylinder (a/w-cylinder). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the suction cylinder (s-cylinder) had no color; the plug unit was deformed; the plug unit was dirty, scope connector case unit (sc-case unit) and scope connector cover (sc cover) unit had corrosion, due to water leakage; the label on scope connection (s-connector) was peeled; the water tightness was lost, due to damage on channel tube (ch-tube); the insulation resistance value at distal end does not meet the standard value, due to a crack on plastic distal end cover (c-cover); the image guide (ig) protector was damaged; the light guide (lg) lens was chipped; a noise image occurred, due to damage on charged coupled device (ccd); and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide the customer cleaning process, and additional information based on the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was manually washed with proteasome according to the user's manual and sterilized using an endoscope washer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained in the device due to improper reprocessing as a result of the leakage from the biopsy channel. However, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.